Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the taperguard evac tube was pretested. It was in the patient for about 3 days before it was noted as losing air. The customer stated that they originally noted the pilot balloon cord was coiled/wrapped around the tube; the cord was coiled since insertion, and initially there was no leak noticed. Once they noticed the leak they filled the item up with air again. They could not see an instant leak, but over a period of about an hour they noticed the air pressure decrease. They reintubated the patient.